Manufacturer narrative:
Additional patient identifier: (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the open reduction and internal fixation surgery (orif) on (B)(6) 2019, the drill bit broke on the left ankle. The fragments were left inside the drill hole, as per surgeon decision and a new drill bit was used to continue the procedure. Procedure was successfully completed with two (2) minutes surgical delay. Patient outcome reported as no issues. This report is for one (1) 2.0mm drill bit with depth mark. This is report 1 of 1 for (B)(4).